Event description:
(B)(6) 2012 - the dealer stated that the patient was sitting on the tdxsp-cg powered wheelchair asleep while his chair was charging, having his arm on top of the joystick cable, and as a result he had gotten 3rd degrees burns.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(6) 2012 - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 20 months old. The owner's manual part number 1143190 rev. J (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.